Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information , it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
I need to open a complaint regarding product 80-9102 and a lack of coagulation. Per rep: please provide the date you were first informed of the described event. Tuesday (B)(6). Please provide a description of the event you are reporting. Customer described a lack of the ability to coagulate with bipolar forceps due to performance of the cord & tubing set. Did this event occur intra-operatively? Yes. Did the reported event cause any delays in the procedure or surgery over 30 minutes? No. What action was taken to resolve the issue? Troubleshooting of the generator. I have offered to replace the cord and tubing set for the customer in hopes that it may be a bad lot. Were there any adverse consequences to the patient? No. Please provide the date the described event occurred. Monday (B)(6). Is there a serial or lot number you can provide? No. Is the device being returned for evaluation? If so, please send the device to: no.